Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (b(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy with nickel') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), eczema ("eczema"), metrorrhagia ("metrorrhagia"), fatigue ("chronic tiredness"), amnesia ("memory loss") and depression ("depressive status"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, eczema, metrorrhagia, fatigue, amnesia and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, depression, eczema, fatigue and metrorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6)- health authorities in france, reference number: (B)(4)) on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy with nickel') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), eczema ("eczema"), metrorrhagia ("metrorrhagia"), fatigue ("chronic tiredness"), amnesia ("memory loss") and depression ("depressive status"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, eczema, metrorrhagia, fatigue, amnesia and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, depression, eczema, fatigue and metrorrhagia with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.